Manufacturer narrative:
Continuation of d10: product ID 9735797, lot number: unknown g2: foreign country - new zealand h3/h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was unable to connect to the electronic picture archiving and communication systems (pacs) network and scans were having to be downloaded via usb for cranial cases. During troubleshooting with hospital it, it was discovered that the ssid that the system was set up to connect to had been replaced during a recent update and the system was no longer connecting to a valid address. The ssid was updated and the ip address was reconfirmed as valid for use. Images now transfer again. There was no patient involvement.